Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customer¿s complaint of ¿angulation wire snapped¿ was confirmed due to the up angle wire damage and six frayed wires on passive section. There was no up movement on the scope¿s control knob due to the broken cable. A leak was observed from the scope¿s #1 switch button. The plastic scope cover was found dented. The bending section glue was found cracked on the insertion tube and bending section cover. There were also minor scratches noted on the insertion and light guide tubes. Further inspection found the internal objective lens cracked and dents on the scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the scope¿s angulation cable snapped. It is unknown if the intended procedure was completed. There was no patient injury reported.